Event description:
It was reported that the osteotome broke during surgery. There is insufficient information regarding debris left in the patient from breakage of the instrument.

Manufacturer narrative:
The reported event could be confirmed. The device was returned and found to be in the condition stated in the event description. Based on investigation, the root cause was attributed to a wear related issue. The failure was caused by wear. The device is reusable, and the handle is made of plastic. It undergoes numerous cleaning and sterilization cycles. The combination of repetitive cleaning and use cause the device to fatigue which leads to the breakage noted in this complaint. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.